Event description:
Hill-rom received a report from the account stating the brakes were not working (brakes not holding). The bed was located at the account in the bed shop. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found the foot end brake casters set but not holding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the foot end brake casters to resolve the issue. Based on this information, no further action is required.